Manufacturer narrative:
The adc device related to this complaint was used for assisting in the monitoring and management of diabetes, and was not being used for treatment or diagnosis. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 65 mg/dl compared to readings of 185 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.